Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following a monofocal intraocular lens (iol) implant procedure, she has experienced intermittent fuzzy vision at distance and near and continued migraine headaches that were preexisting prior to surgery. She reported that she can see outlines of images on the television and drives over the center line, but at times her vision is very clear. Additional information has been requested.